Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shutdown during transport. There was no harm reported to the patient .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the batteries ((B)(6)). The unit then passed the battery run time test with 143 min. The fse performed a full calibration, functional testing and safety check to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.